Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) went to eri approximately 3.5 years after implant. This did not meet the physician's longevity expectations.